Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they believe the motor is not working. Customer also stated that their blood glucose readings have been high even after the delivery of insulin. The drive support cap was noted to be sticking out. All settings were noted to be normal and a motor error alarm was noted in the alarm history. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.